Event description:
It was reported that a scissor tip laparoscopic device malfunctioned during surgery.

Manufacturer narrative:
The user facility reported that the sleeve (insulation) portion of a scissor tip separated from the device inside the pt. The sleeve was found and removed with no adverse health events to the pt. F/u with the user facility was conducted in an effort to evaluate the failed device, but the user facility stated that they would not be returning the device. Therefore no investigation was performed and a root cause to the failure could not be identified.